Event description:
Pt had implants in 1999. This year pt had the mentor saline implants removed because of the myriad of rheumatology problems they had been having. The implants were not saline but were filled with an orange liquid. Current plastic surgeon is keeping these and pt is wondering about having them tested by the FDA. It is pt's understanding this is very unusual.